Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink system non-dehp t-connector extension set was observed cracked. The event was further described as when the nurse was "drawing labs from the arterial line"; air was noted coming up in the "waste syringe". Upon further inspection, a crack was seen in the t-connector. The arterial line remained intact. There was no report of patient injury or medical intervention associated with this event. No additional information is available.